Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer, and identified the failure mode as a defective sample probe wash valves and central processing unit (cpu) fan. The fse replaced the wash valves and cpu fan which resolved the issue. Not provided by customer. (B)(6). (B)(4).

Event description:
The customer reported the generation of erratic ion selective electrode (ise) patient results on their au480 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.